Event description:
It was reported that for one week, the patient obtained elevated blood glucose readings. On (B)(6) 2011, the patient obtained the readings of 420 mg/dl in the morning, 529 mg/dl at 6:09 pm and 490 mg/dl at 6:50 pm. The patient took corrective bolus insulin doses using the pump. The patient experienced the symptom of lethargy; he did not seek any medical attention. Troubleshooting revealed no issues with the infusion site or infusion set, all pump programming and settings were correct, the total basal/bolus doses given correctly matched those programmed, and the patient's technique was correct. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/03/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box data failed to reveal any related issues or alarms; data relevant to the complaint date was overwritten due to extended continued pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was within specification. Unrelated to the complaint, investigation revealed the display screen was discolored. A battery compartment crack was observed. Cartridge compartment damage was observed; the returned cartridge cap was able to secure properly to the pump.